Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's battery compartment was warped and would not power on via battery. Complainant indicated that there was no patient involvement in the reported malfunction.